Manufacturer narrative:
Reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. Reporter¿s contact name was not provided. The complaint device was received and inspected. It was observed that the tip of the device was broken. The laser lines of the device were heavily faded, indicating heavy use of the device. This complaint can be confirmed. The device is reusable. Mishandling/ dropping of the device is a common cause for sections of the device being broken. Other than this possibility, we cannot discern a root cause for this failure mode. No lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. The serial/lot number was not available.

Event description:
It was reported that during loan set inspection that the foot of the guide wire was broken on the restore femaimer offset. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.